Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device would not pass the touchscreen test. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the touchscreen did not pass th touchscreen test. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen did not respond when pressed. Further testing found that the touchscreen was out of calibration. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.